Event description:
The product was used during a laparoscopic nephrectomy procedure. Reportedly, the instrument jammed and was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.